Manufacturer narrative:
(B)(4) the device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the plastic broke above the green clip allowing the assembly to come apart.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the batch number 1510342 and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. Based on the investigation performed, the complaint was confirmed. A CAPA has been opened to further investigate this issue.

Event description:
The customer alleges that the plastic broke above the green clip allowing the assembly to come apart.